Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent an l4-s1 fusion using rhbmp-2 at multiple levels with cages, autograft, and allograft. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2007: the patient underwent l4-s1 posterior decompression with fusion. As per-op notes, ¿the disc space was copiously irrigated with antibiotic solution. An tlif cage was packed with a collagen sponge soaked with bmp. With the nerve roots carefully protected, the cage was advanced into the disc space.¿ the patient was noted to be neurologically intact post-operatively. On (B)(6) 2009: the patient presented with 1. C5-c7 cervical intervertebral disc disease. C5-c7 spinal stenosis. Left arm radiculopathy including pain and numbness. The patient underwent the following procedures: anterior cervical decompression of c5-c7 including partial corpectomies of c5, c6, and c7 with diskectomies of c5-c6 and c6-c7. Anterior cervical fusion of c5-c7. Anterior cervical instrumentation of c5-c7. Application of biomechanical device to c5 corpectomy site, c5-c6 diskectomy site, c6 corpectomy site, c6-c7 diskectomy site and c7 corpectomy site. Structural allograft bone graft. The patient awoke from anesthesia in a stable condition and was noted to be neurologically intact post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.